Event description:
Per provider, pilot valve is not shifting. Per independent repair center statement, unit had low o2 or yellow light. The key failure was the pilot valve was leaking. No patient injury alleged, no additional information provided.